Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns about a possible loss of capture (loc) on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system. High pacing thresholds were observed. Technical services (ts) reviewed the data and noted the presence of atrial fibrillation (af), which may have interfered with the right ventricular automatic threshold (rvat) test and failed due to fusion. However, the data appears to confirm loc. Further evaluation was recommended. No adverse patient effects were reported. This rv lead remains in service.